Manufacturer narrative:
(B)(4). Batch # n9314h. The analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned for analysis. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found the damage. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 3/29/2017. Batch # unk. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, it can be observed that one of the jaw legs is disengaged from the cam; therefore, not allowing the jaw to returned to the fully closed position and preventing the device from being removed from the trocar. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. However, no conclusion could be reached as to what may have caused this condition as the photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The batch history records were reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a faulty firing, the tip of the device was stuck in the reusable trocar. Procedure completed with same/like device. It is unknown how long of delay to procedure, however, there was no adverse consequence to the patient.